Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vial has been found experiencing two occurrences of missing labels. The following has been provided by the initial reporter: this is a report about missing labels. According to the customer¿s information, there were bottles without labels.

Manufacturer narrative:
H6: investigation: customer reported bottles without vial label. Bd was not able to perform an investigation to the retention samples since batch number is unknown. Photos were not provide. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Process control technician inspects one (1) carton case every 30 minutes for completeness. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vial has been found experiencing two occurrences of missing labels. The following has been provided by the initial reporter: this is a report about missing labels. According to the customer¿s information, there were bottles without labels.